Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported event of break: precautions: juvéderm voluma® xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product.

Event description:
Company representative reported about 1 syringe of juvéderm voluma® xc where ¿the syringe broke during injection.¿ there were no injuries. The packaged needle was used.

Manufacturer narrative:
Visual analysis of the returned device noted the syringe was received with 0.6ml of gel remaining. The plunger rod was disconnected from the syringe. The plunger tip was inside the syringe.

Event description:
Company representative reported about 1 syringe of juvederm voluma xc where ¿the syringe broke during injection.¿ there were no injuries. The packaged needle was used.